Manufacturer narrative:
H6: the device was received by ventec for evaluation. Ventec downloaded the electronic records from the device for analysis and confirmed that reboot events had been logged. Ventec further determined that the reported power cycles occurred because the devices' external batteries had depleted, and they were running the device with no external power source connected (i.e. Ac power). This caused the device¿s internal battery to also deplete. The device then provided an ¿internal battery critically low¿ alarm while on internal battery, however, the device continued running after receiving the alarm. 17 minutes after the ¿internal battery critically low¿ alarm was logged, the reported reboots began due to the device's internal battery being below viable current. During service, ventec charged the device¿s internal and external batteries, and the device was appropriately connected to an external power source. Throughout testing no inappropriate power cycles observed. Ventec was unable to duplicate the reported issue. The vocsn clinical and technical manual states the following [p.22]: ¿vocsn operates using external power (such as a wall outlet), or vocsn batteries. Ventec life systems recommends connecting vocsn to a continuous external power source whenever possible. During transport, ventec life systems recommends the use of external power or the removable batteries. Use the internal (non-removable) battery in case of power failure or power transition only.¿ based on the information available, it¿s reasonable to conclude that the cause of the reported issue was user error and not the result of a device malfunction.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device continuously reboots by itself. There were no reports of patient involvement associated with the reported event.